Event description:
Pump alarm 20 was reported during insulin delivery, and the caller was unable to successfully load a new cartridge, resulting in a recurrent alarm. No direct impact on the blood glucose level was reported. Technical support assisted the customer by replacing the pump, confirming warranty status, and guiding the customer on returning the faulty pump. The customer was advised to switch to multiple daily injections as a backup therapy.